Event description:
On 11-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3740sp double loaded knotless knee fibertak implant was delivered fully expanded from the bone. This was discovered during use with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.